Manufacturer narrative:
Retainer ring = clear. On 12/20/2021, customer alleged pump had a pump error 53 alarm and pump error 63 alarm. Device passed the displacement test, however pump failed the self test due to a pump error 63 alarm. Successfully downloaded history files and traces using thus. Pump error 63 alarm was found in the history file on 12/20/2021 at 09:58:48 and 10:01:25, ambient light failure (variable 3). Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found broken trace at pin 5. Pump error 53 alarm (file #: (B)(4), line #: 5632) confirmed in the history file on 12/20/2021 at 07:37:30 due to a software error. The following were noted during visual inspection: cracked retainer, partially detached retainer, pillowing keypad overlay, cracked case above arrow and battery icon, cracked keypad overlay, scratched case, and minorly scratched lcd window. In conclusion, customer allegation of pump error 63 alarm confirmed with ambient light failure (variable 3) where traces of u1 on the keypad assembly were examined and found broken trace at pin 5. Pump error 53 alarm confirmed due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarms. Customer received error detecting software error and hardware low level failure errors. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Pump error alarm occurred during basal. Self test was performed twice but self test did not pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.